Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming testing) was confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault) and failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor failed a pulse test and delivered only the first phase of the biphasic pulse. The cause for the pulse test failure was isolated to a defective u1003 pld (programmable logic device) on the monitor computer/analog board. The root cause for the defective pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.